Manufacturer narrative:
Date of event - reporter stated "possibly (B)(6) 2018". (B)(4). PMA/510(k) #: exempt. Investigation - evaluation: a review of the complaint history, device history record, and documentation was conducted during the investigation. The device was not returned and therefore we cannot determine whether the device is non-conforming or not. Document review was conducted via which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported during a ptgbd, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter had an air leak between the catheter and the hub. The device was removed and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.